Event description:
Health professional reports: protime system inr result 4.2. Unspecified lab system inr result 10.0. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR evaluation / investigation currently in process.